Manufacturer narrative:
The device was received for evaluation. A review of the device logs revealed no findings that could have caused or contributed to the reported difficulty. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. No evidence of fluid / moisture found within the devices pneumatic system or the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient passed away while performing apd therapy on the homechoice (hc) device . The cause of death was not reported. The patient was connected to the hc at the time of death. No further information was provided regarding the event. It was reported that the patient ¿was expected to die¿ (no further detail was provided). No additional information is available.